Event description:
I underwent a laparoscopic supracervical hysterectomy. Soon after this operation I began having pains and blood that I believed were not normal and dr cortez could not really explain. I contacted my healthcare provider on many many occasions through phone and also visits to his office. To no avail we were unable to figure out what the problem was. He did not seem especially concerned about the matter, but I knew something was wrong. Finally at the end of august, I decided to have them perform a laparoscopy/cystoscopy to explore and try to figure out where and why I was having such discomfort. Finally, after six months of going through this, surgery was performed. According to my healthcare provider it was discovered that an adhesion barrier he used on me known as surgiwrap - I only know the name, he would not provide me with the MFR as of yesterday, said he would get back to me-, did just the opposite of what it was supposed to do. He stated he had only been using it for a week and did not like how it performed, so he quit using it. This caused extensive scarring and adhesions involving the omentum to the anterior abdominal wall and the distal ileum to the anterior abdominal wall. The anti-adhesion material, known as surgiwrap, was removed by meticulous dissection. The pieces were moved by dr and another surgeon he called in. The other dr apparently cleaned the material from the granulomatous lesion and was able to leave the bowel intact. My dr stated that this was a defect with the product in the fact that it did not dissolve as it was supposed to leaving these cellophane like pieces that would have never gone away. I do not know what this means for the future of my intestines as there is scarring there. Time will tell. I don't think anyone can or would be willing to tell me this could be a problem for me down the line. Time will tell. But I would like to prevent someone else from going through the pain and agony, I and my family have to endure through this event. This has been, and will continue to be, extremely traumatic for me, both physically and mentally. My dr says sometimes these events are never reported, but he stated to my husband and I, he was making a report. I hope he follows through, but in the event this does not happen, I wanted someone to know about this. I will assume that this is a product error and not a product use eror, as I can only go by what my physician is telling me. I tried to request the info, to research the product, but was not given the info. If there is any info you can provide me, I would appreciate it. I will have a hard time believing that I am the "only"one that has ever had a problem with the product. In any event, I would still like to be contacted by someone.